Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that power loss alarm was occurred. Blood glucose was unknown. Troubleshooting was performed. Patient stated he has changed batteries 3 times in the last 24 hours and the insulin pump keeps dying. The insulin pump will not be returned for analysis.